Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping anomaly noted. Traces of moisture were noted at I/b per visual inspection. Cracked case at display window corners and battery tube threads noted. Minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that her daughter's insulin pump is acting up. Whenever customer pushes a button, it takes her to a completely different section. Customer's blood glucose is 147 mg/dl. Customer tried going to alarm history, but pressing the act button brought her to the utilities section. She was automatically locked out of the device and could not unlock it by pushing the b and up button. Eventually she unlocked the device, but now the device only goes from the lost sensor screen to the main menu screen. Customer was playing in the sprinkler with the device. It may have been expose to moisture. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.